Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was missing, damaging trunk cable connector j702 on the distribution node pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrode (te) was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cables was excessive force. There is no indication that this electrode belt malfunction caused or contributed to the patient's passing. Manufacture dates: monitor: 10/12/2015. Electrode belt: 7/1/2011.

Event description:
A us distributor contacted zoll to report that a german passed away on (B)(6) 2020 while wearing the lifevest. Prior to passing, the patient received two inappropriate treatments from the lifevest. Review of the patient's download data revealed that the patient was treated at 7:39:25 am. The patient's rhythm at the time of the treatment was idioventricular rhythm at 80 bpm degrading to asystole with amplitude oversensing. The post- shock rhythm was asystole. At 7:45:05, the patient received a second treatment from the lifevest. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 60 bpm with amplitude oversensing, and the post shock rhythm was an idioventricular rhythm at 70 bpm transitioning to motion and CPR artifact. Amplitude oversensing contributed to the false detection. The response buttons were not pressed during the event. The electrode belt was disconnected at 7:50:57 am. There is no indication that a device malfunction caused or contributed to the patient's passing.